Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00626 and 3005099803-2012-00627 address these devices. It was reported to boston scientific corporation that two resolution clips were used for hemostasis during a procedure to treat a bleeding duodenal ulcer performed on (B)(6) 2012. According to the complainant, during the procedure two clips were used that initially failed to release from the delivery catheter. However, both clips separated after the operator manipulated the delivery catheter. The procedure was completed using these two resolution clips. No patient complications were reported as a result of this event. However, immediately following the procedure, the patient experienced cardiac arrest and was resuscitated successfully. The cardiac arrest is not being attributed to the clip placement. Reportedly, prior to this procedure, the patient was already critically ill due to their underlying condition. As of (B)(6) 2012, the patient's condition was still critical.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.